Event description:
My name is (B)(6). I had an abbott spinal cord stimulator implanted on (B)(6) 2024. Since implantation, the device has never functioned correctly. I reported the issue the same day: I was unable to feel stimulation in the intended area (my lower back and legs) and instead experienced strong shocks and burning in my right pectoral and sternum area. A few weeks later, an abbott representative informed me that the leads were likely implanted too far off midline. The stimulator only delivers painful and ineffective chest stimulation. It has never helped my pain. After multiple reprogramming attempts and office visits, the device was ultimately turned off on (B)(6) 2025 per my physician's recommendation. The situation worsened when I tried to schedule MRI¿s (magnetic resonance imaging). The device would not enter MRI mode, and now shows a system error, blocking urgent imaging. I've contacted abbott tech support several times. Although they said someone would follow up, I have not received any callback or resolution to this day. I now experience occasional shocks and localized burning even though the device is turned off. I have worsening symptoms: severe nerve pain in both legs and arms, stiffness, weakness, muscle cramps, and sensory issues. This device has not only failed to work but has delayed imaging, blocked treatment, and increased my physical and emotional distress. I have filed this report to request a formal investigation and ensure this situation is documented for public safety. Reference reports #:mw5170240, mw5170241.